Event description:
Customer reported the insulin was low so he did a complete set change. Customer disconnected from site and left cannula inside. Customer took the reservoir out and refilled, but was unable to rewind. Customer thought it might be because of the battery. Customer pressed act button and nothing was there just main menu. Alarm only bad battery noted. Customer was advised to get a new battery and change it. Once the device turned on it alarmed low reservoir. Alarm was cleared and device was rewound. No further information reported.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.